Event description:
Information from clinical trial database. Ruptured supraclinoid aneurysm coiling with 6 coils: qc-4-8-3d, qc-2-4-helix, qc-2-3-helix, qc-1.5-2-helix, qc-1.5-2-helix, qc-1.5-2-helix. Complication: hemorrhage. No other procedure information provided. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for investigation, as it was consumed in the event. Axium registry information. Another countries' registry pertaining to the evaluation of axium detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in another countries. Enrollment started in 2008; enrollment ongoing. Target patients. MDR numbers: 2029214-2008-00207 to 2029214-2008-00237.